Event description:
Sorin group received a report that the mast mounted roller pump stopped during a case. The control panel lost power. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the mast mounted roller pump stopped during a case. The control panel lost power. There was no report of pt injury. A sorin group field service representative was dispatched to the facility. Initial inspection of the pump found that the cable to the mast roller pump and control panel was unplugged. The service representative plugged in the cable and tightened the cable holding bracket to ensure the connection would not come loose again. Subsequent testing found no problems. The product has not been returned for evaluation. The investigation is ongoing. A follow-up report will be filed with the investigation is complete.